Event description:
A report was received from a user facility in the (B)(6) indicating that during a procedure, the system shut down. They tried to start it up with no effect. Instead, an error message appeared on the screen indicating that the ultrasound module was not detected. The pt was transferred to a different hospital where the surgery was completed without any further injury or consequences to the pt.

Manufacturer narrative:
Evaluation results: the ultrasound module was returned and the evaluation indicated that the problem was due to a failure in the phaco circuitry located in the daughter-board. The manufacturing records were reviewed and no anomalies were noted.